Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient selected to have 6-8 units of insulin delivered, but noticed that the entire 21 units of insulin in the pod reservoir had been delivered instead. Blood glucose decreased to 46 mg/dl. The patient self treated their low blood glucose levels by consuming hard candy and juice. The patient reported that they were no longer using omnipod, since this incident occurred in march of 2026. Exact date was not reported. The patient stated they were not sure where the controller was located as it was ¿packed away somewhere¿.